Manufacturer narrative:
The investigation into the low pump flow has been completed. It is reported that the pump was unable to be delivered as the patient had diseased arteries/vessels. The product was returned, and it was confirmed that it was kinked by the motor housing. The placement signal was erratic because the pump was not in position yet and trying to be delivered. The root cause of the delivery issues is most likely due to the patient¿s condition.

Event description:
The user facility reported a 64-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the medical team had difficulty inserting the impella pump and while trying to pass the pump through the catheter along the wire it kinked and placement signal also became erratic. The physician performing the procedure decided to remove the pump and replace it with a new one. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.